Manufacturer narrative:
Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section h4: device manufacture date is unknown as serial number and lot number are unknown. Section d6a: implant date is unknown.

Event description:
It was reported that the ipg was at eri (elective replacement indicator) and the programmer displayed the ¿replace generator soon¿ message. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
The event of a scheduled ipg replacement was reported to abbott. The device had reached its end of life. The patient did not experience a loss of therapy. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.